Event description:
Reason for check: generalized weakness. Syncopal episodes over the past week; 2at/af; most recent on (B)(6) 2023. Possible intermittent atrial over/under sensing on some episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).